Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced issues with three infusion sets, all of which had bent cannulas. The events occurred on that day at 5 am, 1 pm, and 5 pm. The patient noticed symptoms three or more hours after insertion. The infusion sets were in use for no more than four hours each time and were inserted in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time of the issue was above 400 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04049 - device 1 of 3.